Event description:
It was reported that the user attempted to change and pair a new freestyle libre 3 plus cgm for the first time, encountered a pairing limitation due to prior scanning in the libre app, deleted the app per guidance, and then successfully started and scanned a new sensor, which began its warmup; this represents an improper or incorrect procedure during setup, with no specific device component implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.